Event description:
It was reported that (2) tct75 were used during a lobectomy procedure. It was reported by the rep that the stapler did not fire right out of the package. It fired the first third of the cartridge and then stopped. Another one was opened. The first firing was fine. Upon reloading, the stapler fired the first third of the cartridge and stopped. A third stapler was opened and was fired satisfactorily to complete the case. There was no consequence to the pt.